Event description:
In a laparoscopic pyloroplasty procedure, after an ir60b reload had been fired via an i60 stapler, it was observed that the device failed to transect the tissue and deployed only unformed (u-shaped) staples. Another device was used to complete the procedure.

Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are placeholders. The returned i60 stapler was found to have a sheared articulation pin; besides this there was no other damage. During testing the device was found capable of firing reloads, deploying formed staples and fully transecting the test medium. The sheared articulation pin is not the cause of the reported failure to form staples or transect the tissue. The root cause of that alleged failure could not be determined.